Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 19. On (B)(6) 2023, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.